Event description:
The customer contacted baxter to request a service inspection of a baxter 1550 hemodialysis instrument. During the service request, the customer informed the baxter of a patient death associated with the model 1550 hemodialysis isntrument to be inspected. Details were not initially provided, but the customer stated they did not suspect there was an instrument issue associated with the patient death. The hemodialysis treatment date was established to be 8/2005. The date of the patient death was reported to be three days later indicating the patient was not connected to the instrument when patient expired.